Manufacturer narrative:
One photo and one video were shared by the customer. Complaint of leaks can be confirmed based on the evidence provided by the customer where a leak is observed coming from the male luer and manifold bond. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history lot review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved a 20" (51 cm) appx 1.9 ml, ext set, smallbore w/clave¿ clear, 2 6-port nanoclave¿ manifolds, 2 check valves, spin luer where it was reported that the nurses found the manifold leaking between the manifold and the extension tubing. There was patient involvement, but no human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.